Event description:
A cartridge change error was reported in the pump. Blood glucose levels did not exceed 500 mg/dl, so there was no adverse impact on the customer's blood glucose level. The customer removed the cartridge and found a damaged o-ring, then removed an o-ring from the pneumatic tap area. They successfully loaded the cartridge onto the pump and resumed insulin use. Technical support instructed the customer to clean the pneumatic tap area with an alcohol wipe or lint-free cloth.